Event description:
While attempting to place an ivc filter, approximately halfway into the placement of the introducer, the system broke completely. The proximal portion of the system was removed. Fluoroscopically the distal half of the introducer as well as the non-deployed vena cava filter (which remained in the introducer) was left in place in the femoral/iliac venous system. There was no apparent portion of the filter system deployed as it remained inside the introducer. The system did not appear to be migrating. The procedure was stopped and the patient was transferred to a tertiary care center for removal of the introducer and filter and placement of another filter by interventional radiology.